Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the haptic tore upon insertion. The incision was enlarged to remove the lens and sutures were required. There was no pt injury.